Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had history anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that their insulin pump did not record any of their boluses. The customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.